Manufacturer narrative:
An event regarding disassociation involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis was performed that concludes "damage to the constrained liner is consistent with explantation damage. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: as per material analysis it is concluded that damage to the constrained liner is consistent with explantation damage. No material or manufacturing defects were observed on the surfaces examined. The root cause could not be determined as insufficient information was provided. No further investigation for this event is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
The patient fell coming down the stairs and dislocated their hip. The constrained insert pulled out of the cup. The insert and head were replaced during revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient fell coming down the stairs and dislocated their hip. The constrained insert pulled out of the cup. The insert and head were replaced during revision surgery.